Event description:
A customer contacted baxter's technical service center reporting a solution bag come loose during prime on the home choice (hc) and the home patient (hp) wanted to know what to do. The technical service representative (tsr) instructed the hp to close all the clamps and transfer set, cycled the power off and on to the system error se 2367, cycled the power off and on to press go to start prompt. The tsr explained, the alarms and the hp stated a supply bag disconnected. The hp needed help ending therapy to reset up again. The tsr advised to discard all the supplies and to report alarms to the peritoneal dialysis nurse (pdn) the next morning. The hp would finish therapy manually. Product surveillance (ps) followed up with the home patient (hp) on (B)(6) 2012 regarding the connection issue. The hp stated, he might not have tightened the connection tight enough. The hp stated, the technical service representative (tsr) recommended the hp start over with new supplies. The hp stated, the supplies were discarded and the lot was not known. The hp completed therapy with the new supplies. The hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention as reported.

Manufacturer narrative:
(B)(4). This complaint is for connection issue with a report of a leak where the home patient stated he might not have tightened the connection tight enough and had the solution bag come loose during prime. This complaint is confirmed because not properly securing connections may cause a disconnect resulting in a leak, which is a use error that can lead to contamination. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.